Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector will not stay latched) has been confirmed. Upon investigation the trunk cable connector was physically damaged with broken tabs and the electrode belt was unable to securely latch. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was unable to stay latched.